Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in regarding unexplained high bg's. Troubleshooting per dop. Patient bg is: 393. Caller sts she has treated 6.6u with the pump. Customer did not contact their hcp for hgh bg's. Customer reported going to the emergency room for high bgs. Nothing further reported.